Manufacturer narrative:
Based on the information provided, review of the surgical technique guide, IFU, certificates of conformance and fmea, the most probable root cause is late recurrence of symptoms caused by the patient's fall. Part numbers, lot numbers, manufacture dates and expiration dates: ifuse implant, p/n 7035-90, lot# i0490, manufactured 08/28/13, expires 2018-03; ifuse implant, p/n 7040-90, lot# 164679, manufactured 10/03/13, expires 2018-09; ifuse implant, p/n 7050-90, lot# i0835, manufactured 10/23/14, expires 2018-10.

Event description:
In (B)(6) 2013, the surgeon performed a left side ifuse si joint arthrodesis on the patient placing three implants. The patient did well after the initial surgery. The patient later fell down some steps and landed on her left side and heard a popping sound. Afterwards, her original si joint pain symptoms returned. The surgeon ascertained that the inferior implant had "backed out" a few millimeters from its original location. In (B)(6) 2014, the surgeon performed a revision surgery where he advanced the inferior implant a few millimeters. No implants were removed. The patient is doing well after the surgery.